Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured into two pieces, rendering the device inoperative. Both pieces were returned. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that based on the limited information provided and without the return of the device for evaluation the clinical root cause of the reported intertan nail fracture could not be concluded as it occurred so soon after implantation fracture healing and bone support is not expected so early after implantation. Its noted that the previous fracture is compressed. It¿s unknown what led to the early failure of the nail based on the information provided and patient activity was not provided but it would be expected to provide support to allow fracture healing with proper weight bearing protocols if there was no defect or damage to the nail during insertion. The impact to the patient beyond the reported revision cannot be concluded. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms based on the limited information provided and without the return of the device for evaluation the clinical root cause of the reported intertan nail fracture could not be concluded as it occurred so soon after implantation fracture healing and bone support is not expected so early after implantation. Its noted that the previous fracture is compressed. It¿s unknown what led to the early failure of the nail based on the information provided and patient activity was not provided but it would be expected to provide support to allow fracture healing with proper weight bearing protocols if there was no defect or damage to the nail during insertion. The impact to the patient beyond the reported revision cannot be concluded. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed after 6-7 weeks of primary surgery because the intertan nail fractured. The patient had intertan inserted in (B)(6) 2021 for a fractured hip. Fracture had partially healed, when the nail fractured.